Manufacturer narrative:
H6: investigation summary: during manufacturing of material 221734, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1119729 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. (B)(4). All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1119729. Retention samples from batch 1119729 were not available for inspection. No return samples or photos were received for investigation of this complaint. This complaint cannot be confirmed. Bd will continue to trend complaints for contamination.

Event description:
It was reported that while using bd bbl¿ cdc anaerobe 5% sheep blood agar contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " *customer problem: customer reporting bacterial contamination in item 221734 - plate cdc anaerobe 5% sb - lot 1119729. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ cdc anaerobe 5% sheep blood agar contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer problem: customer reporting bacterial contamination in item 221734 - plate cdc anaerobe 5% sb - lot 1119729."